Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, device's screen turned completely white, and was illegible, would intermittently not power up and displayed "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report of unit will not power up and displayed a "check pads" message was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The multifunction cable and accessories that were being used were not returned for evaluation. The customer's report for the display blacked out was observed and attributed to a system interconnect flex cable that was not properly seated. The cable was reseated to correct the reported problem. The device was recertified and returned to the customer. No trend is associated with reports of this type.